Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery faults was confirmed via log files analysis. The heartmate 3 system controller (serial number:(B)(6)) was not returned for analysis; however, log files were submitted for review. A review of the submitted event log file contained data spanning approximately 16 days ((B)(6) 2025 to (B)(6) 2025 per the timestamps). A backup battery fault alarm became active on (B)(6) 2025 at 12:28:54 due to not passing the load test. The backup battery did not pass due to the unloaded voltage being below the threshold. The backup battery fault alarm persisted until the controller was shutdown at 13:12:22 on (B)(6) 2025 after being exchanged. The driveline was disconnected at 13:10:53 to exchange the system controller. The system controller was briefly powered back on at 10:10:57 on (B)(6) 2025, which is consistent with the retrieval of the log files. No alarms were active at this time. There were no other notable alarms or events active. The pump maintained speed within the expected range while the driveline was connected. The root cause for the reported event was unable to conclusively determined through analysis. A corrective and preventative action (CAPA) was initiated to further investigate backup battery fault alarms on the heartmate 3 system controller. The device history records were reviewed for the system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. The receiving and inspection documents for backup battery (gy011123) were reviewed and the battery was found to have passed. Heartmate 3 instructions for use section 2 ¿system operations¿ addresses how properly exchange the system controller and how to properly maintain all components. It states, ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms including backup battery fault alarms. Additionally, it outlines actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the backup battery (ebb) had several months of service life remaining, however an ebb fault displayed. The patient exchanged the system controller at home per the hospital's instructions. The patient presented to the outpatient clinic on (B)(6) 2025 and log files were obtained which confirmed the alarm. The alarm occurred after a boot circle of the ebb test circuit. When the system controller was connected to the power module the alarm was not displayed. Additionally, the ventricular assist device (vad) coordinators disconnected and reconnected the ebb, and the issue did not reoccur. The exchanged controller was made the patient's backup.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.